Event description:
It was reported by the distributor a customer complained a 5f ultimum introducer got stuck in the patient and detached. A tweezer was used to remove the detached section without any complications. Information received in 05/05 from the product evaluation indicated a sheath hub separation, therefore making this a reportable event.